Manufacturer narrative:
The affected devices have been received. A follow up report will be submitted with investigation results when the investigation is completed.

Event description:
The customer reported that a 250ml bag of heparin infused too fast, in 1.5 hours. The heparin was programmed in guardrails for a weight of (B)(6) and a vtbi of 234ml. The customer reported no patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report of an infusion completing sooner than expected was confirmed. Visual inspection of the pump module observed that the platen¿s top post was broken. Functional testing of the pump module found the device not delivering fluid within specification. A review of the logs prior to the reported event time also noted a prior primary heparin infusion was reprogrammed to infuse at a calculated rate of 8.3ml/h and vtbi of 250ml for an approximate infusion length of 30 hours; however the pump module alarmed for air-in-line approximately after two hours and 30 minutes later, the pump module channel off key was pressed which powered off the pcu. The cause of an infusion completing sooner than expected was identified as a broken platen post. The cause of the platen damage is unknown.